Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer biomedical engineer. The system was working, but the computer was not playing any sounds. A review of logs was performed and the logs indicated ¿watchdog: process philips.pmp.applicationhost.exe: 7012 failed due to reason: component philips.pic.applications.uithread.displaycontroller has failed¿. The system was restarted and the issue was resolved. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a software issue. The pic ix system was restarted to resolve the issue. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that sound did not work on the central when we got there and when I pressed system config to restart the central, it froze the screen but the curves went as usual. It works now after restarting but the department must be able to rely on the sound working. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.